Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low blood glucose events while using the ilet and had been announcing smaller or no meals and not using meal corrections as instructed. Symptoms included hypoglycemia. Outcomes included no reported injury requiring medical intervention, no hospitalization, and no device alarms. Investigation included review of available system reports and user interaction with meal announcement and correction features, along with troubleshooting and education. Investigation of this case revealed user technique and use error related to meal announcements and correction dosing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and inadequate adherence to instructions for use.